Manufacturer narrative:
An more investigation was not possible because no product was send for investigation. However, we point out that it is important to position the adjustment tool centrally over the valve. Please keep in mind, that despite of a correct use of the adjustment tool it may can be difficult to adjust the valve due to a postoperative swelling of the skin within the first few days . What actually has led to the difficulties in adjusting, does not explain to us, since this would require an examination of the product. However, a product has not been sent yet.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: USA. It is reported that the valve is not adjustable.